Event description:
It has been reported that during the procedure the lock was not functional on this device. The device was removed and replaced. There is no report of patient injury. The device is being returned for analysis.